Event description:
Surgeon was using the laparoscopic clip applier and it misfired and pieces of clips fell into the patient. Surgeon did retrieve all of the pieces. X-ray taken at the end of the procedure for foreign bodies and it was negative.